Event description:
It was reported the dermatome device did not work properly. The problems generally were detected during surgery, several different surgeries. The procedures were completed without delay because the physician used a manual dermatome. It was reported there was no patient injury. "Really, there was no problem with patients."

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.